Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, lumps, and "right lip is larger than the left" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: haematomas. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm ultra in the lips (vermillion border, superior volume, inferior volume). Patient had a possible bruise to the mid superior volume of the injection. Two weeks later, the patient returned for a review and noted that the inferior right lip is larger than the left. Massages were done on lumps to the patient's satisfaction. Patient is not happy with the end result as they feel their right side is bigger.

Event description:
Additional information: patient later returned to the clinic for a touch up injection of 0.25ml on the right side of the lip and was satisfied with the result.